Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Ipatient: surgical intervention. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 08 october 2019 for MDR reportability. On (B)(6) 2017, the patient underwent total left knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and unknown bone cement. On (B)(6) 2018, the patient underwent a left knee revision due to loosening of the tibial component. The surgeon indicated the tibial tray was found to be completely loose from the cement. The tibial component and insert were revised. The surgeon offered no complaints regarding the femoral nor patellar components, and neither were revised in the procedure. The patient was implanted with attune components and smartset bone cement x 2. There were no complications reported with the procedure. Doi: (B)(6) 2017; dor: (B)(6) 2018 (lt knee).